Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed. Despite several requests, no sample was returned for evaluation. A review of manufacturing records did not yield any relevant findings. The provided instructions state "important: use gentle-steady pressure. Do not use excessive force. Allow needle rotation and gentle downward pressure to penetrate bone. Note: if driver stalls and will not penetrate the bone you may be applying too much downward pressure to penetrate bone." However, no cause could be determined based on the information provided and without the sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that ems went to a post respiratory arrest call and the driver bogged down during insertion. Ems tech was able to manually finish the insertion and place the io. The patient survived. Customer purchased 3 devices at one time, and they ran a report to see how many times they were used and between the 3 devices, they were used a total of 12 times. There was a solid green light when they tested the device.